Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer current blood glucose was 468 mg/dl. The customer stated she is sick and that is why she is high. The customer declined high blood glucose troubleshooting. The customer stated that the meter ID kept dropping. The customer was assisted in settings meters in the pump and checking meter settings.